Event description:
It was reported via journal article: title: prophylactic intraperitoneal onlay mesh following midline laparotomy¿long-term results of a randomized controlled trial author(s): philippe m. Glauser ¿ philippe brosi ¿ benjamin speich ¿ samuel a. Kaser ¿ andres heigl ¿ robert rosenberg ¿ christoph a. Maurer. Citation: world j surg (2019) 43:1669¿1675 / https://doi.org/10.1007/s00268-019-04964-6. The purpose of this single center, non-blinded, parallel group, randomized, controlled, study was to examine the value of prophylactic intraperitoneal onlay mesh to reduce the risk of incisional hernia after a median follow-up time of 5.3 years. From june 2008 to may 2013, a total of 183 patients underwent midline laparotomy. The patients were either randomly allocated to abdominal wall closure with a pds loop running suture and an additional ipom (group a, n=95); or to group b which included the same procedure without the additional ipom (group b, n=88). Late-absorbable monofilament polydioxanone loop sutures (pds ii size 1; ethicon) were used for abdominal wall closure in both groups with a suture distance of 10 cm. The abdominal wall closure was finished with a subcutaneous continuous suture using absorbable material (vicryl, size 3¿0; ethicon). A skin stapler was used to close the skin (proximate; ethicon). Postoperative complications included hematoma (n=6), seroma (n=4); and subcutaneous infect (n=5). The use of a non-absorbable intraperitoneal mesh strip in intraperitoneal onlay position to prevent incisional hernia reduces the risk of incisional hernia significantly after 5 years of follow-up.

Manufacturer narrative:
(B)(4). 6/30/2025. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. D4: batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify the following for proximate skin stapler ((pxxxx)): how were the patients treated who had the postoperative complications that included hematoma (n=6) and seroma (n=4)? Were there any medical or surgical interventions performed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.